Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-01096, 1627487-2022-01211, 1627487-2022-01213, 1627487-2022-01214. It was reported that patient underwent surgical intervention on (B)(6) 2022 due to their ipg being inoperable and high impedances on their lead. The ipg was explanted and replaced, and the lead was also explanted and replaced. Stimulation was reportedly restored following the procedure. It is unknown which lead had high impedances so all potential leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent a lead and extension revision procedure on 18mar2022 in which one lead and one extension was revised. It was noted through x-ray that the lead had migrated.note: it is unknown which lead and extension were revised so all are being reported.

Manufacturer narrative:
Correction b5: additional information shows that leads were revised at a later date and not at the initial ipg replacement procedure as previously stated. Correction d6b: explant date has been corrected.